Manufacturer narrative:
Patient code (B)(4) applies to both the pump and the catheter. Device code (B)(4) applies to the pump. Eval code-conclusion code applies to the pump.

Event description:
Additional information received on (B)(6) 2017 from a manufacturer representative (rep) reported surgeon discovered the catheter issue when replacing the pump. The exact date of the procedure was unknown, and another rep covered the case. It was later reported on (B)(6) 2017 from a rep that they first got a call on (B)(6) 2016 from home giver stating that the patient was not feeling the same . It was also mentioned that the patient might have missed their drug refill appointment. Rep called healthcare professional to make them aware of the issue and to schedule the patient for an evaluation. A dye study was done a few days later and no issues were found with the catheter. It was stated they were unable to determine the cause of the patient complaints, and hcp decided to replace their whole pump system on (B)(6) 2016. Hcp did not feel the need to send any explanted device back to manufacturer for analysis. Hcp thought that the system had come to end of service and the catheter maybe crystallized due to the compound drugs used in the pump. The patient was kept in the hospital for a few days after surgery and at the time of the patient's stay, the patient was doing well. Patient was referred to hcp for follow up and drug refills.

Manufacturer narrative:
The main device, other components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving bupivacaine at an unknown concentration and dosage and morphine at an unknown concentration and dosage via an implantable pump for an unknown indication for use. On 2016-dec-19, it was reported that the patient¿s catheter had to be replaced following a pump replacement. According to the hcp, the patient stated that they were feeling worse after the pump replacement and was experiencing some withdrawal. An exploratory surgery was done on the catheter was done at some point after (B)(6) 2016 and the hcp decided to replace the catheter. It was reported that the catheter issue was a possible crystallization. According to the hcp, the patient is doing better after the catheter replacement. The original source document contains information that was unrelated to this event and was omitted. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) on 2017-feb-04 reported the serial number of the pump involved with end of service was given. Healthcare professional (hcp) thought that it was a normal replacement since the pump was implanted in 2012. It was noted that the explanted pump can not be returned to manufacturer for analysis, since hcp asked for the pump to be discarded and there was no need to send it back. It was noted that the rep could not get the relevant interrogation print out at this point. It was later reported on 2017-feb-15 that previous serial number provided was the old pump serial number, and the correct pump serial number was given for the pump that was replaced on (B)(6) 2016. Further information was reported on 2017-feb-17 and reported rep stated that the pump that was removed was serial number (B)(4) and it was explanted on (B)(6) 2016. The catheter that was removed was serial number (B)(4). The new pump that was implanted was serial number (B)(4) and implant date was (B)(6) 2016. It was reviewed with rep that device implant query stated differently and rep does not know how the information was confused, but rep was sure of the information provided above.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.